Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the pt was brought back for a bile leak after the surgeon experienced problems with the clip applier. The bile duct was not properly occluded. The pt was brought in for gastroenterology to manage the leak. Re-operation was not performed.